Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed user advisory "(ua)45" (not at "home" position after power-on/restart) was confirmed during the initial functional test and archive data review. The root cause of the reported (ua)45 issue was due to a damaged integrated encoder gearbox as a result of normal wear and tear. The autopulse platform was manufactured in april 2010 and it is 10 years old, well past beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cut patient head restraint wire was observed on the returned autopulse platform during visual inspection. This type of physical damaged is likely due to normal wear and tear but user error could not be ruled out, the patient head restraint wire could have been cut to free the patient from the platform. The top cover was replaced to addressed the damaged restraint wire issue. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the autopulse platform was powered on. Thus, confirming the reported complaint. To remedy ua45, the integrated encoder gearbox was replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical records were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) message on the control panel. The user was unable to clear the error message and continued with manual CPR. No impact or consequence to patient.